Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was broken in three pieces. It is probable that procedural handling, and procedural conditions of the device during set-up and use contributed to the fiber body break. The fiber was used four times; hence, partial body break or kink could have occurred during use when it was inserted into the scope and fired, leading to the fiber break. Product analysis identified that the fiber tip was degraded. Please note that fibers are consumable devices and expected to degrade with use. In addition, the fiber connector exhibited black spots on the face, which confirmed the reported event.

Event description:
It was reported that during a procedure two consecutive fibers presented black spots, even though it was the first time used. The procedure was completed using another of the same device. There were no patient complications reported.